Event description:
Event (B)(6) [preferred term] (related symptoms if any separated by commas). Swollen knee [joint swelling]; knee effusion [joint effusion]. Case descriptions: spontaneous report received on (B)(6) 2009, from a physician regarding a (B)(6) old male pt with osteoarthritis, initials and medical history unk. On an unspecified date after starting synvisc one, the pt experienced a swollen knee that was unk in intensity. The hcp did not assess the severity of the event. However, the event resolved after puncture and an injection of cortisone. The physician did not assess the relationship between the event and synvisc one. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.